Event description:
The customer reported the fluoroscopic image was degraded effectively eliminating the ability to view a usable image. No pt death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The video controller pcb was evaluated and replaced. The camera iris was recalibrated. The system was tested and found to be working as intended and returned to service.